Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B)(4) was found to have a defective cable. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: evaluation of electrode belt (B)(4) has been completed. The electrode belt was found to have a defective cable. The front-back and side-side ECG signals were distorted. The root cause of the defective cable cannot be positively identified. Once the cable was replaced, the unit was fully functional no adverse event resulted from the defective cable.